Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 6:42 am the meter result was 1.3 inr. At 6:46 am the meter result was 1.9 inr. The patient¿s therapeutic range was 2-2.5 inr. The patient¿s testing frequency is every two weeks.

Manufacturer narrative:
Occupation is patient/consumer. The meter and strips were requested for investigation. Replacement product was sent. The meter was provided for investigation where they were tested using retention strips and controls. The test strips were not returned. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr, qc 2: 5.4 inr, qc 3: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. The patient stated they received error 5 and he forgot to change the code chip between results. He stated that the first test was taken using a non-matching code chip. Review of the meter memory revealed error 5. Error 5 occurs when the applied sample volume is insufficient or when sample detection is uncertain. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.